Manufacturer narrative:
Date of the event (B)(6) 2007 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor. It was reported that has always had shorts, on contacts 5 and 7. Patient stated that they did not know if it was in the head implants or other connections. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient reported that the cause of the short circuits was contacts 5 and 7 never working. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.